Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having an open circle on display screen. Customer reported that open circle disappeared. Customer had high blood glucose of 500 mg/dl and believes that buttons may have been pressed while insulin pump was in her pocket. Customer believes that as a result of button press, basal rates were changed which may have caused high blood glucose. Customer's blood glucose at the time of call was 447 mg/dl, which was treated with insulin pen. Customer was feeling sluggish and was advised to contact healthcare professional regarding basal rates and unexplained high blood glucose.